Manufacturer narrative:
There was no device malfunction nor physical damage identified upon inspection, and it cannot be excluded that the event was due to a use error, as the customer indicated that while the lift was in the lowered position and the patient was on the toilet seat, the patient may have played with the q-link, unintentionally moving the sling bar out of its correct position and causing the detachment of the same when the transfer was restarted. Should additional relevant information become available, a supplemental report will be submitted. The device IFU states: ¿before lifting, check that the quick-release hook is correctly attached to the q-link ii or q-link¿. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers.

Event description:
It was reported that the during patient transfer using likorall 243 lift, the q-link disengaged from the lift, resulting in patient falling and striking their head, and subsequently died. It was reported that the patient was initially transferred from bed to a toilet seat using the lift. After positioning the patient on the toilet seat, the lift was lowered and remained in the lowered position for a period of time. When staff resumed operation and attempted to lift the patient from the toilet seat, the lift¿s sling bar became disengaged, resulting in the patient falling. The customer stated the patient had fallen and sustained impact to the elbow and head, resulting in a contusion, followed by death. No further information regarding medical interventions required and patient¿s admitting diagnosis was provided. It was not reported if an autopsy was performed. An inspection of the lift performed by a baxter technician noted that the lift¿s q-link latch mechanism was found to be in good condition. No visible damage or defect was observed at the time of inspection. There was no device malfunction nor physical damage identified upon inspection, and it cannot be excluded that the event was due to a use error. No further information was available at the time of this report.